Manufacturer narrative:
No parts were replaced therefore the investigation consists of evaluation of the device logs and findings of our field service engineer (fse) who was dispatched to the site. The fse found the expiratory cassette's membrane seated incorrectly. After sitting it correctly the ventilator functioned normally and passed the pre-use check. It was returned to service. The logs start with ongoing ventilation and continued for 78 hours until the ventilator was set to the standby mode. The whole ventilation period is characterized by blocks of alarms of varying duration that mainly include paw high, low expiratory minute volume and regulation pressure limited as in excerpt below. There parameter changes but none of these measures seems to help. The logs further show that the expiratory cassette that was in use during the event passed the pre-use check. The logs do not contain any technical error codes to indicate a ventilator malfunction. The alarms that were generated show that the ventilator was functioning and it attempted to deliver the set tidal volumes but it failed due to the imposed restriction of the set upper pressure limit. The true cause of the alarms has not been determined but the exchanged expiratory membrane cannot explain their occurrence. The absence of technical alarms and the non-replacement of parts also indicate that the cause was not a ventilator malfunction but most likely factors arising from the mode of ventilation, the set parameters alarm limits, the patient circuit and the patient's lung properties. (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it generated the low expiratory minute volume alarm. The mode of ventilation at the time was the pressure regulated volume control (prvc). Prvc is a pressure regulated volume controlled mode. In the prvc mode the ventilator delivers a pre-set tidal volume and the pressure is automatically regulated to deliver the pre-set volume but it is limited to 5 cmh2o below the set upper pressure limit. The inspiratory pressure level is constant during each breath, but automatically adapts in small increments breath-by-breath to match the patient's lung mechanical properties for target volume delivery. (B)(4).